Event description:
It was reported that the patient suffered a distal urethra perforation, either during the dilation or during the placement of the cylinders. The inflatable penile prosthesis (ipp) implant surgery was aborted and the physician wants to let the patient heal for three months, and then try to implant a new device again. A catheter was left in for 3 days to let the urethra healing on its own. The patient is expected to fully recover.

Event description:
It was reported that, either during dilation or the placement of the cylinders of this inflatable penile prosthesis (ipp), the patient suffered a distal urethral perforation. The implant procedure was aborted and the physician decided to let the patient heal for three months prior to attempting re-implant. A catheter was left in for three days to let the urethra heal. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes the reported clinical observation of perforation is listed in the device instructions for use (IFU) as a potential adverse event. The device passed all testing. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the reservoir and cylinders were visually inspected, leak tested and examined using a microscope; no damages were found upon inspection and all the functional tests were passed. The pump was tested and inspected; no visual damages were found upon inspection. However, the pump did not pass the valve deactivate state test. The product analysis was unable to confirm the reported events. Labeling review: a review of the device IFU was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists perforation as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the data reasonably suggest the clinical event distal urethral perforation resulting in procedure being aborted is anticipated in nature and severity as per the IFU. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a labeling review was performed and according to the ipp instruction for use document, perforation is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient suffered a distal urethra perforation, either during the dilation or during the placement of the cylinders. The inflatable penile prosthesis (ipp) implant surgery was aborted and the physician wants to let the patient heal for three months, and then try to implant a new device again. A catheter was left in for 3 days to let the urethra healing on its own. The patient is expected to fully recover.